Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified in the patient event log. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The hc passed the electrical testing, but failed a functional test for an unrelated issue, which was due to broken display pcb (printed circuit board). The digital pcb was to be replaced. The functional rite failure found will be captured and  reported through (B)(4). The external inspection was performed and the device passed. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.